Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements, however, all other lead measurements were noted to be stable and acceptable. Ra pacing impedance measurements were noted to have increased from 310-1,420 ohms beginning 9 months ago and rv pacing impedance measurements increased from 410-1,060 ohms beginning 5 months ago. The pacemaker was noted to have migrated down and to the left in the pocket. Boston scientific technical services (ts) discussed potential causes and discussed taking an x-ray. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was later explanted and replaced and the leads were surgically abandoned and replaced two years later due to the increased pacing impedance measurements. No additional adverse patient effects were reported.